Manufacturer narrative:
The pump was received with a blank display and a constant tone due to moisture damage on the electronics assembly. Unable to perform all functional testing, including the operating currents, unexpected restart, rewind, basic occlusion, occlusion, prime and excessive no delivery alarm tests or verify the watchdog alarm due to the blank display. The pump was received with moisture damage on the motor, vibrator, keypad and battery tube assembly. The pump was received with a cracked case at the display window corner, a cracked reservoir tube lip, minor scratches on the lcd window and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states they had blank display. The customer's blood glucose level was 127mg/dl. The customer had received watchdog time out alarm. Troubleshoot was conducted and the display did not return. The customer was advised the pump would be replaced and returned for analysis.